Event description:
During a laparoscopic ventral hernia procedure the device went through the abdominal wall and stuck the surgeon in the finger. Additional blood tests were taken for patient and surgeon. The surgeon cleaned their finger with iodine and followed hosp protocol for handsticks. There was no consequence to the patient.